Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 586 mg/dl, 530 mg/dl, 570 mg/dl and 587 mg/dl. The customer reported that they treated high blood glucose level by injecting 11 units. The customer reported that they experienced dry mouth as a symptom related to high blood glucose level. The customer declined troubleshooting for high blood glucose level but eventually said yes. The insulin pump, infusion set, reservoir and serter will not be returned for analysis.